Event description:
A request was made to have the device evaluated for a loose connector for the vacuum tubing set. Vacuum issues occurred during an in-service. No pt consequences reported.

Manufacturer narrative:
Uniboard replaced. Based upon the inquiry information received visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.